Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date and that subsequent revision procedures were performed in (B)(4) 2009 and (B)(4) for unknown reasons. Another revision procedure was performed on (B)(4) 2010 due to dislocation. The modular head and acetabular liner were removed and replaced. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #8 - dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. This report filed (B)(4) 2010.